Event description:
Expelled from rectum/ balloon inflated. Reporter states the device was placed without complications on (B)(6) 2013 in the afternoon, after an immediate postoperative flap was performed on the patient in the perianal area. The patient was later premedicated by the surgeon with agarol (laxative). On the second day, inspection was carried out to determine the performance of the device; there were no leaks or indications of irrigation of the catheter given to the personnel on shift. There were no complications experienced on day 3 and 4. On the fifth day, the patient informed the staff that the device came out spontaneously. The shift manager provided an assessment and support on the reinsertion of the device. Performance was verified. According to the medical orders, the patient had a change in medication on the third day, from agarol to bisacodyl (another laxative). On the sixth day, the catheter was expelled twice and reinserted each time. Similarly, on the seventh day, the catheter was expelled and reinserted again.

Manufacturer narrative:
According to the patients wife, the stool had a soft consistency and after expulsion presented a spontaneous defecation; it was reinserted again after defecation. On the eight day, it was expelled again 3 times. The specialist decided to reinsert again the catheter for the last time. On the ninth day, it was expelled twice and after the performance was verified, a small leak was found on the balloon. The medical device was discarded by a medical order. Since the fifth day of use, the catheter was expelled several times daily which generated discomfort on the patient, his companion and service personnel. It was reported that this constant manipulation caused the retention balloon to break. Based on available information, medical determination is that a recurrence of this malfunction is likely to lead to or contribute to a serious illness to a patient. A malfunction that leads to an increase in the leakage of fecal material from the device or due to expulsion of the device exposes the patient to the risk of wound contamination which may result in wound infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fms device when compared with other methods, the possibility cannot be completely ruled out. In the hospital settings where these devices are used, standard clinical practice is to cover wounds with appropriate barrier dressings to facilitate healing and to further reduce the risk of fecal contamination. No other patient/ event details are known at this time. (B)(4).